Manufacturer narrative:
Qn# (B)(4). The customer returned a guide wire assembly and a 3-lumen catheter for evaluation. The lidstock and other various components were also returned. The guide wire was observed to be kinked twice in the distal end of the guide wire body and once in the proximal end. Both the proximal and distal welds were full and spherical. Visual examination revealed no obvious defects or anomalies were observed on the returned catheter. The kinks in the guide wire body were measured at 29mm, 40mm and 570mm from the distal end. The overall length of the guide measured 603mm which is within the specifications. The od of the guide wire measured 0.800mm which is within specifications. The overall length of the catheter measured 218mm which is within specifications. The guide wire was advanced through the returned catheter to functionally test the guide wire. The undamaged portions of the guide wire passed through the catheter without significant resistance. All three lumens were flushed with water to functionally test the catheter. All lines functioned normally. IFU provided with this kit warns the user "do not withdraw guidewire against needle bevel to reduce the risk of possible severing or damaging of guidewire. Do not apply excessive force in removing guidewire. If withdrawal cannot be easily accomplished, a visual image should be obtained and further consultation requested." The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was kinked twice towards the distal part of the guide wire body and once towards the proximal side. The returned guide wire and catheter met all relevant dimensional requirements. A device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports attempts made to place the cvc. The doctor reports the guide does not pass. A new guide is used.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports attempts made to place the cvc. The doctor reports the guide does not pass. A new guide is used.